Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.